Event description:
The patient reported she has been receiving 04 (occlusion) error messages on her insulin infusion device off and on for about 2-3 weeks. The patient was instructed to disconnect from the device and try to bolus 3 units of insulin into the air which went through without error. The patient stated she uses her abdomen as her site and that she has quite a bit of scar tissue. The patient was advised to use alternate infusion sites. The patient also stated she had never changed the piston rod on her infusion device. The patient was sent new batteries and a piston rod. On follow up, the patient stated she installed the new products, and she is still occluding but not as much. She stated she has not changed her infusion site. She also stated she has erratic blood glucose readings from 35-513 mg/dl. The patient said she does not know what her normal range is. She stated she has other health issues that could be causing the blood glucose readings. She said she has bad sinus infections, a bad cough, a lot of migraine headaches, and a rash on her arms. She also stated she has started new medications including steroids. The patient said she has an appointment with her endocrinologist and plans to discuss basal rates at that time. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.